Event description:
Patient reported experiencing elevated blood glucose of 420 mg/dl. He indicated that he tested his blood glucose at lunch and it was 350 mg/dl. Patient administered a bolus to address the issue. He stated that at 1 p.m. His blood glucose was 420 mg/dl. He removed his site and discovered the infusion set cannula was bent. Patient replaced the infusion site and he stated his blood glucose level lowered significantly. He did not report any symptoms associated with the elevated blood glucose. No medical assistance was reported. Product will not be returned for evaluation.